Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver lobectomy, the patient was a dog; the staples did not bend, the reload was unused but expired, and then re-sterilized. There was an attempt to control the extensive bleeding of more than 500cc. The poor staple line led to excessive bleeding and that the patient did not survive.